Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittently the pump touchscreen was unresponsive and the pump battery was depleting quickly. There was no reported impact to customer's blood glucose. Contact declined to provide further information and declined follow up from tandem technical support.